Event description:
During a bone marrow biopsy procedure, the needle broke and was lodged in the pt's bone. The pt had to undergo emergency surgery to remove the needle fragment.

Manufacturer narrative:
A picture has been received from the customer and the defect was confirmed. Per the right mgmt plan for the product, potential root causes for the defect have been determined as weak cannula, excessive bending of the needle, or excessive force during the procedure. The cannula consists of 302/304 stainless steel. There were no defects or deviations noted during the mfg of the device. A bend is noted on the cannula of the needle in the picture supplied by the customer. It has been determined the defect occurred due to excessive bending of the needle. This is the first report for this defect for this product and considered an isolated incident.